Event description:
Baxter reports a broken clamp on a minicap pd transfer set that had been in place on a pt for 2 weeks. Per affiliate, there was no pt injury or medical intervention as result of the incident.